Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy, bso and cystoscopy; due to sui and cystocele. It was reported that following insertion the patient experienced recurrent incontinence, hematuria, pain in leg, chronic utis, dyspareunia, inability to have sexual intercourse, mesh failure, vaginal pain, increased medical expenses, significant mental and physical pain and suffering and loss of enjoyment of life. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent laparoscopic bilateral bso, lysis of adhesions and electrolysis on (B)(6) 2011 due to right ovarian cyst and possible right ovarian torsion. It was reported that patient underwent laparoscopic appendectomy on (B)(6) 2011. (B)(4).